Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown, unknown tmt shell, unknown. Unknown, unknown tmars cage, unknown. Unknown, unknown bone cement, unknown. Report source, foreign ¿ events occurred in (B)(6). Other text : hospital discarded as biohazard.

Event description:
It is reported that the patient was revised due dislocation and loosening of the cement mantle. The patient has had multiple left total hip arthroplasty revision surgeries. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.